Manufacturer narrative:
Siemens concluded investigation for an outside of the united states (ous) customer observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) result on a patient sample relative to a lower result obtained when the same samples was retested with an alternate method. Siemens's investigation included an assessment of reagent and instrument. Reagent issues were ruled out as there were no issues reported with other atellica im tnih patient sample results. Instrument issues were ruled out based on review of quality control (qc), which showed recovery within acceptable ranges. The patient has chronic renal failure. The clinical performance section of the instructions for use (IFU) states, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." Renal failure is listed among the non-cardiac conditions in the IFU. Values obtained with different assay methods cannot be used interchangeably. The measured concentration of troponin I in a given specimen can vary between assays due to differences in assay design and methodology. Based on available information, the difference in result is due to method differences in sensitivity/specificity. The customer is operational, and the reported issue is resolved by routine troubleshooting (retesting).

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result on a patient sample. The initial result was reported and questioned by the physician. The same sample was retested with an alternate method and the result was lower. A corrected report was issued with the alternate method result that was believed to be correct. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih result.